Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inspection revealed that the display screen visual was discolored due to an unidentified display failure. Unrelated to the reported issue, the accessory clip insert was found to be broken, and thus a test clip was not able to secure to the pump case; this device failure has no effect on insulin delivery. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display. This report is made based on results of investigation completed on (B)(4) 2014.